Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump¿s display screen exhibited a pixel color change. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: the text on the display screen was dim and discolored. The contrast setting was increased to the maximum with little improvement observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).